Manufacturer narrative:
The software investigation determined that the mr was not aligned properly on the CT exam. It was user error. The software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737, software version: 1.0.2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was the surgeon reported an alleged inaccuracy by stating, "they did not have a good sample of the tumor in the biopsy." The surgeon is not going to repeat the biopsy and will proceed with the tumor resection. The manufacturer representative reviewed archives and noted the merge between the reference CT and t2 MRI were off. It was unknown if the surgeon verified the merge prior to proceeding with the case, as the manufacturer representative was not in the original case. The manufacturer representative reported this surgeon's workflow included a meticulous verification of anatomical landmarks after registration but only on the reference CT exam, then switches to the MRI for the biopsy. It was also unknown if the surgeon verified anatomical landmarks with the MRI exam during the original procedure. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Additional information was received stating the surgeon verified the merges prior to proceeding and that only the CT scan was used during the case. Additional information was received confirming the aware date and that the amount of inaccuracy was unknown because there was no alleged inaccuracy at the time of the procedure but rather when the surgeon obtained the results of the diagnostic tissue. (B)(6) 2020 e1 (rep): additional information was received confirming the aware date and that the amount of inaccuracy was unknown because there was no alleged inaccuracy at the time of the procedure but rather when the surgeon obtained the results of the diagnostic tissue.